Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an iol implant procedure, the surgeon found a crack in the lens optic inside the eye and the doctor decided to carefully remove the lens and change it with another lens. The surgery ultimately went well with no damage to the patient's eye. Additional information has been requested.